Event description:
Resident being transferred with mechanical lift when lift failed and resident fell to floor. The sling crossbar "snapped" and detached from the lift arm. Resident complained of lower back pain and shortness of breath and sent to hospital for evaluation. Resident expired on (B)(6) 2006 at the hospital. Still undetermined what role if any the fall played in cause of death.